Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus), migration of essure device location of device: uterus') and embedded device ('findings on MRI of migration into myometrium.') In a 29-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and neck pain. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam (xanax) since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, sumatriptan since (B)(6) 2017 and tramadol. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, depression, anxiety, migraine, weight increased, abdominal pain and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, headache and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Discrepancy noted in date of removal (B)(6) 2017. Patient received treatment for dysmenorrhea (cramping), vaginal discharge, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6) 2017: impression: adenomyomatosis involving anterior junction 20ne in uterus. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed. Invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. Findings suggestive of adenomyosis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)'), uterine perforation ('perforation (uterus), migration of essure device location of device: uterus') and embedded device ('findings on MRI of migration into myometrium.') In a 29-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and neck pain. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam (xanax) since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, sumatriptan since (B)(6) 2017 and tramadol. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, depression, anxiety, migraine, weight increased, abdominal pain and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, headache and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) . Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Discrepancy noted in date of removal (B)(6) 2017 & (B)(6) 2017. Patient received treatment for dysmenorrhea (cramping), vaginal discharge, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6) 2017: impression: 1. Adenomyomatosis involving anterior junction 20ne in uterus. 2. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. 2. Findings suggestive of adenomyosis.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event¿ fallopian tube perforation¿ was added. Event ¿ genital bleeding ¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)'), uterine perforation ('perforation (uterus), migration of essure device location of device: uterus') and embedded device ('findings on MRI of migration into myometrium.') In a 29-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, neck pain, abdominal pain, migraine, gravida, parity 3 and bloating. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam (xanax) since (B)(6)2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, sumatriptan since (B)(6) 2017 and tramadol. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, depression, anxiety, migraine, weight increased, abdominal pain and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, headache and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Discrepancy noted in date of removal (B)(6) 2017 & (B)(6) 2017. Patient received treatment for dysmenorrhea (cramping), vaginal discharge, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6) 2017: impression: 1. Adenomyomatosis involving anterior junction 20ne in uterus. 2. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. 2. Findings suggestive of adenomyosis.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded, uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device location of device: uterus') and embedded device ('findings on MRI of migration into myometrium.') In a 29-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and neck pain. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, sumatriptan since (B)(6) 2017 and tramadol. In (B)(6) 2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, depression, anxiety, migraine and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and headache had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2017: impression: 1. Adenomyomatosis involving anterior junction 20ne in uterus. 2. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. 2. Findings suggestive of adenomyosis.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device location of device: uterus'), embedded device ('findings on MRI of migration into myometrium.') And genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and neck pain. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam (xanax) since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from march 2014 to june 2014, paracetamol (acetaminophen) from april 2014 to august 2017, sumatriptan since (B)(6) 2017 and tramadol. In january 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In april 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, depression, anxiety, migraine, weight increased, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, headache and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Discrepancy noted in date of insertion jan-2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Discrepancy noted in date of removal (B)(6) 2017 & (B)(6) 2017.. Patient received treatment for dysmenorrhea (cramping), vaginal discharge, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2017: impression: 1. Adenomyomatosis involving anterior junction 20ne in uterus. 2. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. 2. Findings suggestive of adenomyosis.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new event added abdominal pain, dysmenorrhea (cramping), vaginal discharge, general abnormal bleeding. Event outcome added vaginal discharge. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device location of device: uterus') and embedded device ('findings on MRI of migration into myometrium.') In a (B)(6)-year-old female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and neck pain. Concurrent conditions included ache, shoulder pain, back pain, muscle strain, neck pain, numbness, tenderness, uterine bleeding, endometriosis of uterus, adenomyosis, cervical intraepithelial neoplasia ii, adenomyosis and cervical disc disease. Concomitant products included alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, gabapentin (neurontin) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, sumatriptan since (B)(6) 2017 and tramadol. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("head pain"), 5 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, depression, anxiety, migraine and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and headache had resolved. The reporter considered anxiety, depression, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2014 (pfs) discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The right ostea was cannulated and a micro insert was placed with 5 coils visible. The left ostea was cannulated and a micro insert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2017: impression: adenomyomatosis involving anterior junction zone in uterus. Suspect malposition of right tubal ligation clip at interstitial portion of fallopian tube presumed invagination into the uterine wall. Ultrasound pelvis - on (B)(6) 2017: impression: above described findings raise suspicion for malposition right fallopian tube ligation coil with possible myometrial invagination. Findings suggestive of adenomyosis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, anxiety, migraines, dyspareunia. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device embedded. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Lot number added. Events added from pfs- perforation (uterus), migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, head pain, per mr-findings on MRI of migration into myometrium. Outcome of event pelvic pain were updated. Reporter information, medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.